Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge hardware had failed and was showing a 'device not detected on bus' error. A field service engineer shut down and restarted the station and fridge and added a ferrite to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E1: initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator had a hardware failure. The customer reported that the device was not detected on the communication bus, resulting in a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.